Event description:
It was reported that a vns patient died. It was reported that the death was a sudep and not related to vns therapy. No further relevant information was provided to date.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received indicating that the patient died on (B)(6) 2016. The patient's device was explanted post-mortem. It was reported that the patient had recently had a new device implanted but there is no suggestion the death was linked to surgery or vns. After the implant, they had not seen her to interrogate, as the surgeon puts the device back to the pre-op settings in theatre. It was reported that her original device was replaced due to the battery running down. The explanted device was not returned to the manufacturer to date. Review of manufacturing records confirmed all tests passed for the generator and lead prior to distribution. No additional relevant information was provided to date.